Event description:
It was reported through a journal article that 5 patients experienced postoperative infections on an unknown date. One patient required exchange of the modular components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01654, 0001825034 - 2023 - 01655, 0001825034 - 2023 - 01656, 0001825034 - 2023 - 01657, 0001825034 - 2023 - 01658. G2: wier j, liu kc, piple as, christ ab, longjohn db, oakes da, heckmann nd. Factors associated with failure following proximal femoral replacement for salvage hip surgery for nononcologic indications. J arthroplasty. 2023 may 19:s0883-5403(23)00545-4. Doi: 10.1016/j.arth.2023.05.021. Epub ahead of print. Pmid: 37209911. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.